Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings.

Event description:
Customer reported that she attempted to calibrate to bring his sensor glucose readings up however the sensor kept reading 40 mg/dl and the threshold suspend kept going off. Customer's blood glucose reading at the time of the call was 295 mg/dl. No further information reported.